Manufacturer narrative:
(B)(4).

Event description:
It was reported that during placement of an 8 fr pulmonary artery catheter (pac), blood was observed leaking from the cath-gard contamination shield. The cath-gard was removed and replaced with another device from a new kit, and the procedure was continued. No patient injury or adverse clinical consequences were reported. The patient's condition was reported as "fine".